Event description:
It was reported that during follow up, externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.